Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2014 with the following findings: the battery compartment was found to be cracked. Unrelated to the initial complaint, the display screen was dim and discolored. Also unrelated, the audio bolus button was torn/punctured. The battery cap was not returned with the pump, and a test cap was used to complete the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.